Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. It was noted that all the episodes occurred on only one day. The patient did not receive inappropriate therapy due to the oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.